Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pericarditis, positional chest heaviness, and a low grade temperature 6 days after the implant of a device and leads. Labwork and a chest x-ray was performed which showed cardiomegaly and nodular density in the right suprahilar region with increased density in the infrahilar region. Due to the close proximity to the implant procedure, it was concluded that the implant procedure may be related. Oral medication was administered and the device and leads remain in use. No further patient complications have been reported as a result of this event.